Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive an alert prior to their high blood glucose (bg) event. The customer's bg value was 333-334 mg/dl. The customer continued to use pump for insulin therapy.